Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: this event was previously reported as a ventilator inoperative. Upon further investigation it was discovered that the report was incorrectly noted. This complaint should have of been reported as an annual maintenance of the device which there were no reportable findings. The particulate filter and foam were replaced. Correction was made to box b: date of event, box d: product UDI and operator of device, box h: evaluation method code grid, evaluation results code grid , component code grid and conclusion code grid.